Event description:
It was reported that a line block alarm persisted after the patient changed the site they had been wearing for two days. Per reporter, the tubing and cassette was changed. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.